Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes back-up operation. Since it was the third time since implant, the physician elected to replace the device.